Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge (alarm 1) occurred. Blood glucose was 70-300 mg/dl. Customer reloaded the same cartridge. Customer was aware that the cartridge was labeled for single use.